Manufacturer narrative:
The li reagent lot number was 71441101, with an expiration date of 28-feb-2025. The field service engineer (fse) cleaned and adjusted the sample and reagent probes, adjusted the main water pressure, the gear pump, and the cuvette filling. Precision and carryover checks were acceptable. Qc was within the expected range. The customer had no further issues after the service visit. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for lithium (li) on a cobas c 503 analytical unit. The initial result was 2.80 mmol/l. The patient was sent to the emergency room for confirmation testing. A new sample was obtained, and the result was 0.567 mmol/l. On (B)(6) 2025 the original sample was repeated twice with results of 0.735 mmol/l and 0.749 mmol/l.